Manufacturer narrative:
The insulin pump alarmed for a button error due to a flattened act button dome switch. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The blood glucose reading was 130 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.